Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery alarm test. No excessive no delivery alarm was noted. The insulin pump was received with a cracked reservoir tube lip and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had multiple no delivery alarms. The customer reported receiving no delivery alarms several days prior to the call, going through troubleshooting, then receiving additional no delivery alarms several hours later. The customer stated that this issue recurs on a daily basis. Blood glucose level at the time of the incident was 387 mg/dl, which was treated with a manual injection. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.